Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication, livanova deutschland learned that a deep disinfection is planned for this heater-cooler device, and that a loaner device has been requested. Additionally, livanova (B)(4) learned that the customer did not perform the cleaning procedure as stated in the instructions for use (IFU), as they use chlorina instead of the recommended product. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacteria and legionella. The user reported that water changes, water sampling and decontamination are done regularly. There is no known patient involvement.

Manufacturer narrative:
The heater cooler system 3t was returned to livanova (B)(4) to undergo the deep disinfection procedure. The deep disinfection procedure was completed on (B)(6) 2017 successfully. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.